Event description:
It was reported that the customer had high blood glucose levels as high as 586 mg/dl. Customer treated with an insulin shot and had a no delivery alarm. Customer stated that whenever she removes the set, the cannula is often bent. Customer reported that she receives no delivery alarms when she boluses. Customer declined troubleshooting. Customer was successful with changing the infusion sets and did not receive any no delivery alarms. Customer felt that the pump was okay. Customer mentioned there was some white gunk on her pump. Customer was able to remove it with alcohol. Customer stated that she has tried all remedies. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.